Event description:
It was reported that patient¿s devices were moving around. It was added that when patient lies down the device pushes out. It was indicated that healthcare provider recommended a bandage and had since settled down. This event was part of a bilateral system. Reference MFR report # 3004209178-2013-12249.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va01er8, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va03lmw, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va03lmw, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va01er8, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).